Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a radiofrequency neutronomy procedure, a magnet was not used on a patient's implantable cardioverter defibrillator (ICD). As a result, the device had two noise reversion events and two shocks delivered. The device triggered a possible capacitor damage that was discovered remotely. Programming changes were made and the device resumed normal functionality. Patient was stable after the reprogramming and was discharged.